Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4). Implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient was waiting for surgery. It was stated that the healthcare provider (hcp) had said that the stimulator couldn¿t cover the patient¿s levels of pain.